Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) / wolff-parkinson-white syndrome (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Device evaluation details: on (B)(6)-2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation was completed on (B)(6)-2021. Bwi conducted a visual inspection and microscopic examination of the returned carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on (B)(6)-2021, it was noticed that incorrect information was reported in the 3500a initial and some information inadvertently omitted. The following information reported was incorrect as no photo of the complaint device was actually provided by the customer and the complaint device was received for evaluation at the time the 3500a initial was submitted. Incorrect h10. Additional manufacturer narrative statement: ¿the product has not yet been returned for analysis, however, a photo was provided by the customer. Evaluation of the photo is still in progress.¿ correct h10. Additional manufacturer narrative statement should have said: ¿the bwi product analysis lab received the complaint device for evaluation.¿ field d9. Device available for evaluation? Was reported as ¿no¿ should have been ¿yes¿ field h3. Reason for non- evaluation was reported as ¿device evaluation anticipated, but not yet begun¿ should have been ¿other¿ the following information was inadvertently omitted from the 3500a initial medwatch report and have been included now: field d9. Date device returned to manufacturer should have been (B)(6)-2021. Field d 9. Is device returned to manufacturer? Should have been check marked.

Manufacturer narrative:
The product has not yet been returned for analysis, however, a photo was provided by the customer. Evaluation of the photo is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) / wolff-parkinson-white syndrome (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The health care professional (hcp) was not able to insert the dilator through the valve into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. According to the hcp the odp guidelines regarding dilator insertion were followed. After visual inspection of the valve, it was noticed that the white rubber part inside was pushed towards the sheath handle thereby blocking the insertion hole. The little rubber part inside the valve was pushed forward. The sheath was not being used on the patient, therefore, no patient consequences occurred. The issue of sheath obstruction is not MDR reportable since there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issue of hemostatic valve separation is considered an MDR reportable malfunction.